Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the header of the pulse generator and a rise in capture threshold was noted. Post implant, the patient was examined in the recovery room and capture thresholds had continued to rise. The pocket was opened and the device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.